Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 30mmol/l. Called the customer and she stated that she was hospitalized with a blood infection in the blood. The customer stated that the doctor believes the insulin pump was not functioning properly and had her switch to a loaner insulin pump. It was stated that the doctor allowed her to use the loaner device for basal delivery only and use insulin pens for bolus delivery until she returns to u.s. The customer stated that she has an allergy to pork and she ate food that contained pork, which may caused her to feel ill. No further info was provided.